Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15258. The patient had two leads (from the same lot) as part of her scs system. It was reported the patient experienced ineffective stimulation. A lead migration was suspected and the patient was scheduled to undergo a lead revision procedure. Effective stimulation was unable to be obtained during the procedure and the patient's scs system was subsequently explanted.